Event description:
Rn was attempting to assemble edge 90 procedure kit and discovered malfunction with device. Secured a 2nd device that was assembled and worked without incident.what was the original intended procedure?navigational bronchoscopy.device #1is this a laboratory device or laboratory test?no.